Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:-black box shows multiple ¿loss of prime¿ due zero force. Tdd add up and equal the programmed daily target. No ¿load step malfunction¿ was duplicated during the investigation. The pump reflected 24u after a 1u/hr duration test. Force sensor calibration reading is below specification. No intermittent condition or contamination was found to the force sensor circuit. Force sensor resistance reading is within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) less than 40 mg/dl with symptoms and on (B)(6) 2014 was treated in the emergency room with food. Troubleshooting with customer support (cs) found the pump is priming tubing during the load step. The patient has discontinued use of this pump. This complaint is being reported because the patient experienced hypoglycemia and because the prime issue was not resolved.